Manufacturer narrative:
The actual device and a photograph of the sample were provided for evaluation. Visual inspection of the provided photo shows the product during priming. Water droplets on the outer side of the housing are visible. The cause of the water drops, or leak was not visible on the photograph. Visual inspection by naked eye of the actual device shows the product wet with two protection caps on the blood side and one fitted to the dialysate side. A leakage test of the dialysate side was performed, and no leakage could be found. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a revaclear 500, the dialysate port was observed to be leaking when connecting the dialysate fluid tubes. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.